Event description:
Legal counsel for the patient reported that the patient underwent left elbow arthroplasty (B)(6) 2005. Subsequently, patient alleges revision procedure due to alleged pain and lack of mobility. Review of invoice history confirms the revision procedure occurred on (B)(6) 2005. A further revision was allegedly performed on (B)(6) 2012 due to alleged component loosening. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." And number 8, "inadequate range of motion due to improper selection or positioning of components." The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.